Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes on (B)(6) 2019: 405 mg/dl and 157 mg/dl. It was also reported the patient received the following results within 15 minutes on (B)(6) 2019: 212 mg/dl and 542 mg/dl.